Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. Reportedly, there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the pump¿s black box history showed that only power reboots associated with clearing alarms were recorded. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. The returned battery cap was not able to be fully secured to the pump. A test battery cap was used to complete all testing. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. During testing, the pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence moisture was found throughout the inside of the pump. Due to internal moisture damage, the vibration motor was unresponsive. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation.